Event description:
This is a pt, g4, p4, with recurrent vaginal vault prolapse. Her prior history is significant for a vaginal hysterectomy and perigee anterior repair with mesh as well as tot performed in 2006. Following that, she was noted to have a rectocele, and one year later in 2007, she underwent a posterior repair with apogee mesh. About a month after the apogee posterior repair, she noticed an erosion of the mesh in her posterior vaginal wall as well as a bothersome sensation of a bulge in her vagina. She denies any stress urinary incontinence, denies splinting, denies anal incontinence. She has rare urge urinary incontinence, and she is currently not sexually active. Operative report from 10/2007 preoperative diagnosis: recurrent pelvic organ prolapse, eroded anterior and posterior mesh from an apogee and perigee. Postoperative diagnosis: same operations performed: excision of anterior and posterior mesh, michigan four-wall sacrospinous suspension, posterior colporrhaphy and cystoscopy. Attending surgeon, resident surgeons, anesthesia: spinal. Estimated blood loss: 50 cc. Specimen: excised mesh. Complications: none. Drains: foley catheter. A time out was completed, verifying correct patient, procedure, site, positioning, and implant-s- or special equipment. Indications for procedure: eroded mesh and recurrent prolapse. Procedure and findings: there was a 1 cm square area of the anterior vaginal wall where the perigee mesh was exposed. The mesh appeared to be folded over at the upper margin, and this was the region in which it was exposed. It was in the midline about 3 cm below the hysterectomy scar and about 4-5 cm above the introitus. The posterior mesh was folded over and bunched up considerably. The entire vertical extent was about 2 cm. There was a large amount of mesh exposed, which was 3 cm in transverse diameter and 1-2 cm in vertical diameter. The primary nature of the prolapse was a pulsion enterocele. The anterior wall was relatively well supported and the distal part of the posterior wall where the mesh was exposed had separation of the structures at the perineal body, but no descent once the sacrospinous ligament suspension was finished. Operative technique: the mesh in the anterior wall was grasped and dissected out laterally about 2 cm until an area where there was inner penetration of the mesh with the surrounding tissues, and healthy tissue was present. A flap of vagina was immobilized, cephalad to that and pulled down over the gap, so that a full thickness closure with interrupted 3-0 vicryl sutures could be accomplished. There was excellent thickness of the tissue over the gap and the remaining ends of the fascia. Posteriorly, we undermined the wad of mesh in the midline and then divided it. We then dissected laterally for distance of about 2 cm to remove the mesh under the healthy vaginal wall to an area where it was firmly interpenetrated. Once the mesh had been completely removed, attention was turned to the sacrospinous suspension. A diamond shaped incision was made on the posterior vaginal wall, and a full-thickness area intervening was removed. The enterocele sac was opened. Dissection was then carried out to the sacrospinous ligament, which was cleared of its overlying tissues. After the tissue had been safely cleared, 2 passes of deschamps ligature carrier were used to establish four strands of 0 pds suture on to a safe area of the ligament. These were tagged. The enterocele was closed with a 0 prolene suture. The sutures were brought out anteriorly and posteriorly through the open vaginal cuff. We identified a 3 cm extension of the diamond, and this was closed with a running 3-0 vicryl at the 9 o'clock positon. The previously placed sacrospinous stitches were then tied to bring this apex into direct contact with the ligament. Excellent apical and anterior support were thereby provided. The upper portion of the posterior wall was normally supported. The region of the posterior excision was then addressed. This had left a gap in the vaginal wall, similar to what we would normally do in excising a triangle of skin to perform a posterior repair. Three sutures of 2-0 pds were used to close the deep tissues. Vaginal vault was then closed with a running 2-0 vicryl suture. At the end of the operation, a cystoscopy confirmed bilateral ureteral patency. At the end of the operation, all areas were hemostatic. There were no areas of stricture or stenosis. The vagina was somewhat tight from the posterior repair, but the pt was not sexually active and did not anticipate becoming so. Certainly, it was large enough that she would be able to have intercourse, but there is a possibility that there might need to be some estrogenization and possibly some dilation. Diagnosis or reason for use: pelvic organ prolapse. Stress urinary incontinence.